Manufacturer narrative:
The reported complaint of the autopulse platform (serial #: (B)(6)) displayed user advisory "(ua)18" (max take-up revolution exceeded) error message was confirmed based on the archive data review but was not confirmed during functional testing. No device malfunction was observed that could have caused or contributed to the reported ua18 error message. The probable root cause of the ua18 error was either the autopulse platform detected that the patient's chest was too small while sizing the patient (take-up), or the autopulse platform detected no weight present on the platform. No physical damage was observed on the returned platform during visual inspection. The archive data review showed multiple ua18 (max take-up revolution exceeded) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. Also in the archive and unrelated to the reported complaint, ua20 (drive shaft out of range) and ua2 (compression tracking error) occurred on the reported date of (B)(6) 2020. User advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient during take-up. As take-up is performed (when the user pressed the start button), the driveshaft moved the lifeband past the maximum allowable take-up depth without detecting a patient, which would result in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The ua18 is also observed when the autopulse platform detects that the patient's chest is too small while sizing the patient (take-up), or when the autopulse platform detects no weight present on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per autopulse user advisory list guide, user advisory (ua) 20 error message was due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message is not resolved properly, it leads to (ua) 20 because the driveshaft is not restored at the home position. To clear a ua20 error code, return the driveshaft to home position using the administrative menu. Per the battery hangtag - advisory codes description and action, user advisory ua2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any fault or error. During functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The probable root cause for this issue is most likely due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to using of the device and/or normal wear and tear. The impact of sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate was deburred to address the issue. During further functional testing, load cell characterization test was performed and confirmed both cell modules were functioning within the specification. Also, the platform was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) equivalent to 250 lbs. With good known test batteries until discharged without any fault or error, and the reported complaint could not be replicated. Following service, the autopulse platform passed all testing criteria.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During shift check, the autopulse platform (serial#: (B)(4)) displayed user advisory "(ua)18" (max take-up revolution exceeded) upon powering on, and lifeband will not retract. No patient involvement.